Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. During the procedure, a console message indicating low flow in the flushing system appeared. The priming (de-airing) procedure was performed twice, however, the issue was not resolved. Throughout almost the entire procedure, the system generated alarms and displayed a low flushing fluid flow rate, below one milliliter per hour. At certain moments, the flow increased to 1.2, 1.5, and 1.9 milliliter per hour, but it remained consistently below the required level. The pressure in the flushing system remained stable at approximately 1050 mmhg. As the physicians had already planned to remove the pump after the procedure, they decided to continue the procedure using the same pump despite the issue.